Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "lately several health care workers noted that the safety shield comes off when removing the green cap from the needle. They inspected several lot-numbers and all showed the same problem.".

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) eclipse" blood collection needle experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "lately several health care workers noted that the safety shield comes off when removing the green cap from the needle. They inspected several lot-numbers and all showed the same problem."